Manufacturer narrative:
Pr 11921347 follow up for device evaluation upon opening, the syringe tip was found to contain brown-orange particulate matter. To assist in the investigation, our quality team received one sample in an opened packaging blister and four photographs for evaluation. A visual inspection revealed that the syringe barrel had a speck of embedded degraded resin at the luer tip, at the bottom and an air bubble. Attempts to remove the specks with an alcohol wipe were unsuccessful. The provided photographs corroborate the sample's condition. No additional defects or imperfections were observed. The occurrence of embedded degraded resin typically happens during the startup or intermittently throughout the injection molding process, where the resin can break loose and become molded into components. A device history record review was conducted for material number 302832, lot 4325246. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections adhered to specification requirements. The sample will be presented to associates for awareness. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer's reported symptom is confirmed.

Event description:
Material: 302832, batch#: 4325246. It was reported by the customer that syringe tip had brown/orange particulate upon opening syringe. Verbatim: rcc received a complaint via email. On 4/15/25, one x bd 30 ml syringe leur-lok tip (ref 302832, lot 4325246, exp 2029-11-30) ¿ syringe tip had brown/orange particulate upon opening syringe. No patient harm. Syringe issue was escalated and removed from IV complex. Samples available for return by customer for further investigation.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.